Event description:
It was reported that the ventilator failed functional tests. The issue was discovered after unpacking the device. No patient involvement reported.

Manufacturer narrative:
UDI section is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one ventilator unit was received for investigation. No damage or anomalies were observed on the device during visual inspection. The device was functionally tested, and the positive end-expiratory pressure was determined to be within specification. A review of the manufacturing device history record was conducted, and found no relevant discrepancies or anomalies related to the reported complaint. The reported issue could not be confirmed and no root-cause was established. No actions have been taken.